Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this pacemaker had entered into a safety mode condition that was not recoverable. The patient had no history of radiation therapy, etc, that could have prompted the device condition. Technical services recommended explant and replacement of the device. The device was programmed unipolar and the patient had also experienced some pocket stimulation. Therapy was still available and at this time the device remains implanted. No additional adverse patient effects were reported.